Event description:
It was reported that during a "tvt" procedure, the needle separated from the mesh. This occurred when the needle was being pulled through the skin. The "tvt" tape was removed and the procedure was completed using another device with no adverse pt consequences.